Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for followup after receving inappropriate shocks from the device. Reprogramming was recommended and the device remains implanted.